Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed and while inpatient for the gi bleed, high power and flows were noted upon interrogation. Log files were submitted for review and captured power and flow elevations on (B)(6) 2024. The log files additionally captured multiple low power advisories and power cable disconnects while on battery power. Mechanical circulatory support (mcs) equipment was operating as expected. The cause of the bleeding was reported to be elevated international normalized ratio (inr). It was noted that an endoscopy and labs were used to determine the cause. The patient's warfarin was withheld, and the patient was discharged home. The cause of the alarms was unknown however they were noted to be resolved.

Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log file confirmed power and flow elevations; however, a specific cause for these elevations could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿, discusses anticoagulation, including recommended international normalized ratio (inr) values. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.